Manufacturer narrative:
The event is currently under investigation. However, preliminary investigation results are available. A visual inspection of the device was performed. The solder distance was measured from the solder to the flexible portion of the wire guide. The distance was out of specification, and there was a noticeable deformation or unraveling, which suggested the solder joint failed. While there was a failure of the solder joint, there was no evidence to suggest the entire wire guide was left behind due to the failure of the solder joint, and no reasonable association between the patient's expiration and any fault or failure of the device has been established. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. .

Event description:
International customer reported " we ( (B)(6) use your minipuncture high volume, infusion set." The customer was advised that a patient they attended to had a retained guide wire that was found while the patient was in the operating room. The wire was found in the patients' aorta. The wire was explanted via an unspecified procedure. The customer asks if the wire can be identified and verified if it originated from the sets used by the (B)(6). It was later reported by the customer that the patient expired, and that the retained portion of the guidewire was retrieved during the harvesting of the patient's organs on (B)(6) 2017. The head of clinical operations for the customer reportedly believed that the wire was retained during transport while attempting to obtain femoral access during the cardiac arrest of the patient . The physician in charge of the femoral access reportedly had removed the wire, but it was visible on the arrival x-ray at the hospital that the patient was taken to prior to the primary percutaneous coronary intervention that the patient ultimately received. The head of clinical operations does not believe the wire caused or contributed to the patient death.. The product was returned for evaluation, and the investigation is ongoing.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection was reported in its entirety previously in the preliminary investigation included in follow up medwatch #1. Based on the inspection of the returned device, it was determined that there were no issues with the design or material of the wire guide. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be user technique. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported " we ( (B)(6) ambulance ) use your minipuncture high volume, infusion set." The customer was advised that a patient they attended to had a retained guide wire that was found while the patient was in the operating room. The wire was found in the patients' aorta. The wire was explanted via an unspecified procedure. The customer asks if the wire can be identified and verified if it originated from the sets used by the (B)(6) ambulance.